Manufacturer narrative:
Product analysis: it was determined at analysis that the upper case was broken around the menu encoder and one boss, both output connectors were broken. Hanger was cracked, main printed circuit board (pcb) was out of specification (electrical), errors in log, the keypad flex was pinched and damaged due to battery wire routing, one knob was missing, three knobs were contaminated, lower case was broken and the atrial and ventricular color markings were wearing off, both battery wires were pinched. (Routing), the main label was damaged, the main seal was pinched, needed battery drawer shorting bar eco, all six (6) plugs were damaged (tool marks) and not fully inserted into lower case, both wires on the lcd were pinched (not compromised), the display frame was broken (broken piece loose in case), all four display grommets and screws were contaminated, both output connector nuts were discolored and the hanger screw was contaminated.keypad flex was pinched and damaged due to battery wire routing. - battery wires pinch (routing). - all six (6) p lugs are damaged (tool marks) and not fully inserted into lower case. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for repair as it was dropped and it subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.